Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon testing. However, the valve did not meet requirements for reflux, pressure-flow, and pre-implantation testing. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve and may result in fluid reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve also did not meet the requirements for leak testing due to multiple tears observed in the top of the reservoir. It is unknown how or when this damage occurred. The IFU caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device had been adjusted after implantation. The valve was bathed in bacitracin 50,000 units in 2 liters normal saline prior to implantation. MRI's (magnetic resonance imaging) had been performed while the device was implanted in (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was removed due to it not functioning properly. According to the report, the device was extremely inconsistent where it would be over draining and under draining. Reportedly, the patient was implanted with another device. It was noted there were no activities or analyses were done on the device after the removal from the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.